Event description:
Pt reported erratic blood glucose (bg) level swings and high bg levels that they were having trouble resolving. They changed to a new cartridge and a new infusion set, but this did not resolve the problems. Today they received a low cartridge warning, but still had 90 units left in the cartridge and their bg levels are still high.